Event description:
According to the reporter, during a laparoscopic colorectal procedure, the surgeon discovered that the anvil head of the device was inclined so it could not be used. Another device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the anvil of the instrument was observed to be tilted and separated from the instrument. Further inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. It was reported that the device tilted prematurely. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: step 4. Do not use the stapler with medium/thick staple size (purple) on any tissue that will not comfortably compress to 2.25 mm in thickness. The instrument should not be used if unusual effort is required to turn the twist knob in order to visualize at least a portion of the green bar in the indicator window.¿ and ¿step 7. ¿do not use the stapler if unusual effort is required to turn the twist knob in order to visualize at least a portion of the green bar in the indicator window.¿ also cautions and notes: note: the safety will not release if the green bar is not visible in the indicator window, caution: the instrument should not be used if unusual effort is required to turn the twist knob in order to visualize at least a portion of the green bar in the indicator window, caution: always select a stapler with the appropriate staple size for the tissue thickness. Overly thick tissue may result in unacceptable staple formation and/or incomplete knife cut. Overly thin tissue may result in unacceptable staple formation and note: when the stapler is upsized or downsized for its staple height only (upsized from purple to black stapler or downsized from black to purple stapler) keeping the same lumen diameter, the anvil can be left in the anatomy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.